Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6), reported as "last couple of months". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of minicaps had inadequate iodine; further described as having ¿no iodine in the sponge¿ and the ¿sponge to be very dark, not yellow¿. There was no noticeable damage to the packages. This was observed before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were manufactured 12/08/2020 - 12/15/2020. The actual device was not received and therefore, could not be evaluated. However, one (1) companion sample was received for evaluation. A visual inspection of the sponge revealed the presence of iodine. The companion sample met specification. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.